Event description:
Baxter hong kong reported a blood leak at the beginning of the hemodialysis treatment. The dialyzer had been reused 3 times. At the time of the incident, the dialysis treatment was discontinued and resumed with a new setup. Estimated blood loss was 200-300cc. No pt injury or medical intervention reported.